Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the tip of the depth gauge broke off. There was no patient impact or foreign body retained. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h3 h4 h6 h10 visual examination of the returned product identified the device had fractured at one of the measurement notches. There is scuffing on the handle of the gage. Complaint confirmed based on evaluation of returned product. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the tip of the depth gauge was found broke off. No patient was involved as the device was found damaged during cleaning from the case. There is no additional information available at the time of this report.